Event description:
The resident released her grip on the padded frame and slipped through the sling, did not fall to the floor as the safety belt was secured. Resident suffered a fracture to the humorous.